Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, no further information on the patient status could be provided at this time.

Event description:
The customer reported that the spo2 values were correctly measured by the x2 while the spo2 curve was almost flat. The patient desaturated, had a bradycardia and was ventilated afterwards.

Manufacturer narrative:
The reported problem was investigated via remote support who established that a patient desaturated and had a bradycardia at the (B)(6). The incident took place on (B)(6) 2017 at 16:58. The patient was monitored by an x2 connected to an mx800 and centralized on piic ix.the desat and brady alarms sounded well on the mx800 and the central. The doctor wanted to know why the x2 displayed values while the spo2 curve was almost flat. The remote support instructed the biomedical engineer how to pull the log files. The log files of the event were analyzed by the philips product support engineering (pse) who found that there were multiple patient related alarms triggered, some of them were silenced by the user. In addition, technical alarms indicated by inop error messages that are most likely in relation to the described flat curve were displayed at the time in question, therefore pse could not identify a malfunction of the device. However, as the device was not available for evaluation, the exact cause for the reported issue could not be identified and a malfunction cannot be ruled out. The product remains at the customer site and remote support stated that the device is back in clinical use. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.